Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: scope communication error(e226) a definitive root cause could not be identified. Based on the investigation results, the most likely cause of the reported issue and scope communication error (e226) was traced to a data error related to scope identification (ID). Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the colonovideoscope was not recognized by the tower. The event occurred during inspection for use. There were no reports of patient involvement.